Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, leading to the pump shutting down. Customer's blood glucose (bg) level was reported to be "high¿ via continuous glucose monitor reading. The high bg was corrected with a correction bolus via pump. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.